Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, trending analysis by lot number, and system risk analysis (sra). The batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the cause of the reported issue is user error. Trending analysis by lot number was not performed as the lot number was not available. The sra indicates the risk associated with improper handling of a cassette is "low." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). A customer letter was sent advising the customer to wear proper ppe to avoid this issue in the future. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) had a skin reaction after removing a sterrad® 100nx cassette from their sterrad® sterilizer. The symptoms included two white burn marks on his right hand that lasted approximately one day. The hcw was not wearing personal protective equipment (gloves) at the time of the event and did not seek or receive any medical attention/treatment. He washed his hand with soap and rinsed/flushed the area with water and reported he is ¿working.¿ this event is being reported as a malfunction report subsequent to a serious injury.